Event description:
Customer reports that insulin is not exiting tubing during priming. Customer's blood glucose was 150 mg/dl. After troubleshooting, customer was able to resolve issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.